Event description:
It was reported that the device was always alarming downstream occlusion. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing showed the pump had a downstream occlusion (dso) problem. The dso sensor was replaced.